Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero pressure rated extension set had a loose component with a leak. The following information was provided by the initial reporter: mz5310 - this rn received pt from ep lab/pacu. R ac IV bloody, upon taking dressing off rn visualized that the spin collar/hub of IV and extension was completely loose. Tightened connection to r ac piv and redressed/cleansed and IV worked well after. Later in the evening the l piv hub also came loose on its own and was bloody/messy, needed to be redressed. This was infusing amio, which needs secure connections. This is a reoccurring issue with the new bd connector/extensions. Happens about once or twice a shift to multiple patients. The connection becomes loose at the hub of the IV catheter. There is also a pressure issue with these where blood stays backed up if not immediately clamped. Overall, this product is giving us issues. Loose connection with new bd spin collar/IV extension.